Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the pod between 49 and 71 hours on the abdomen. The patient¿s blood glucose rose to 21 mmol/l (378 mg/dl), and they developed symptoms of a lump, purulent discharge, and pain at the pod insertion site as well as a low-grade fever. The patient removed pod #1 and applied a new pod (pod #2- documented in insulet ref (B)(4) to a different spot on the abdomen. The reporter thought the infection spread from pod #1s insertion site to the insertion site for pod #2. The patient sought medical attention at their local general practitioner where they were diagnosed with an infection at the insertion sites of both pod #1 and pod #2. The doctor cleaned the sites and prescribed an unspecified antibiotic three times daily for three days. The pod was removed, and a new pod was placed on a different site.this report is for pod #1 reported (insulet ref (B)(4).